Manufacturer narrative:
The pushwire and pipeline were returned for evaluation without the marksman catheter. The event cause could not be determined since the pipeline was fully opened and released from the capture coil; however, the braids were found damaged which may have contributed to the reported issue. (B)(4).

Event description:
Treatment of a right ophthalmic aneurysm. It should be noted that dual anti-platelet regimen was not utilized in this patient. The patient was on asp and warfarin for life due to a factor 5 mutation. There was no patient injury and as of (B)(6) 2013 patient is symptom free. During the procedure, it was reported that first pipeline could not be released from the capture coil; therefore, it was retrieved from the patient. A second pipeline also had difficulty releasing from the capture coil. The pipeline eventually released from the capture coil, but appeared to be flattened and twisted. Angiography showed the pipeline was occluded and there appeared to be a ccf (carotid cavernous fistula) of unknown origin. Angioplasty was performed on the pipeline with a scepter c balloon, but it was unsuccessful. Angioplasty with a coronary balloon seemed to fully open the pipeline; however, follow-up angiography showed continued occlusion of the right internal carotid artery at the site of the device. The physician decided to inject 10mg of ia reopro and angiography showed some flow through the pipeline. An additional 10mg of IV tpa was injected with minimal change in flow. Angiography of the left internal carotid artery showed a widely patent anterior communicating artery with sufficient cross-flow to the right hemisphere. Follow-up angiography on (B)(6) 2013 showed the pipeline to be occluded, but the patient was neurologically intact. It was reported that the patient appeared to have stroke-like symptoms during the procedure as it was performed under conscious sedation, but the practitioners were not fully sure is this was the case because the patient required quite a bit of sedative which might have caused the stroke-like symptoms. Post procedure imaging showed thromboembolic hits. No other injuries were reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00728.